Manufacturer narrative:
Additional information: surgeon reported that post op the retreatment patient was seen and seemed not unhappy. The bandage lens was removed and the epithelium was closed but not yet completely smooth. There was no striae but some debris under the flap¿(no epithelium) was visible. Uncorrected visual acuity (ucva) improved to 0.6/0.7 and patient did not prefer any myopic/hyperopic correction. Auto-refraction measurement however was still very irregular. Patient was scheduled to be seen in 10 days.

Manufacturer narrative:
(B)(4). (B)(6). A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that 4 weeks after treatment patient is overcorrected. Patient had hyperopic binocular treatment with intralase idesign wavefront hyperopic. Perfect centered flap at 120&#62316; good fixation during treatment (very dry stroma and long treatment), no striae, observed perfect corneas post-op. Treatment was (B)(6) 2015. Pre-op: right eye visual acuity 1.0 with +3 -1 x 150 (cyclo: +4 -1.75 155) idesign +3.25 -1 x 150. Left eye visual acuity 1.0 with +3.5 -1x 180 ( cyclo : +3.50 -1.25 180) idesign +3.50 -1.25 180. Post-op: visual acuity right eye 1.0- with -2.50. Visual acuity left eye 0.8 with -2.50 -0.5 x 40. The surgeon gave her a prescription for glasses and plan a cyclo refraction in one month. Patient update from (B)(6) 2015: right eye : bcva 1,00 with -1,50 ds. Left eye: bcva 0,80 with -2,50 -0,50x40. Patient update from (B)(6) 2015: right eye: uncorrected visual acuity (ucva) 0,60 with halo. Best corrected visual acuity (bcva) 1,00 with -1,50 -0,25x140 since (B)(6) stable. Prevue lense: bcva 0,80. Left eye: ucva 0,50 with halo. Bcva 0,80 with -1,50 -1,00x70 rx improves since (B)(6). Prevue lense: bcva 0,80. Surgeon is planning to retreat this patient 1st quarter 2016.

Manufacturer narrative:
Additional information:account reported that patient will receive retreatment.